Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 litigation papers received. Litigation papers allege elevated metal ion levels and physical injuries. There is no new additional information that would affect the investigation. Comment: (B)(4) has been discovered to be a duplicate of this com.

Event description:
**Update** (B)(4) 2014- plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014.

Event description:
Patient underwent revision procedure due to pain, visible signs of alval and loosening of the acetabular cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed. This is a duplicate report of 1818910-2013-27669. This report, 1818910-2013-21606, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-27669.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/18/2014- medical records were obtained. Medical records indicate tan, gray necrotic material. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 04/02/2014.